Manufacturer narrative:
After use of a 6f/7f mynxgrip and an unknown 6f cordis sheath for vascular closure, the patient was in immediate pain and a huge hematoma was developed. Manual compression was applied for an hour. Since the manual compression did not stop the bleeding, the physician called a surgeon, who then had to stop the bleeding surgically. The bleeding was stopped by stitches and the patient remained hospitalized for 3-4 days. The type of procedure the mynx vcd was used in was a diagnostic peripheral before kidney transplantation. Relevant tests/laboratory data included elevated clotting. The patient¿s weight was 60kg. The user was certified. A cordis 6f sheath was used in the procedure. The femoral artery vessels were healthy. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was above bifurcation according to standard procedure. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant was deployed to the proper location. During the mynxgrip closure process everything worked perfectly up until stabilizing the puncture site and holding the advancer tube. When the physician removed the advancer tube, which was easily possible, the patient was in immediate pain. The patient is a 50 years old dialysis patient, who had a blood pressure of 180 at the time of the procedure. The mynxgrip was stored as stated in the IFU and did not exceed 25degrees. The package was not damaged. Case- (B)(4): the sheath was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure (180 mmhg systolic), adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Additionally, the safety and effectiveness of the mynxgrip have not been established in patients with uncontrolled hypertension (systolic bp >180 mm hg). Users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time. Please note that this report is related to the report submitted under manufacturing report (B)(4).

Manufacturer narrative:
Paragraph 3 was modified from the previous submission: after use of a 6f/7f mynxgrip and an unknown 6f cordis sheath for vascular closure, the patient was in immediate pain and a huge hematoma was developed. Manual compression was applied for an hour. Since the manual compression did not stop the bleeding, the physician called a surgeon, who then had to stop the bleeding surgically. The bleeding was stopped by stitches and the patient remained hospitalized for 3-4 days. The device was discarded. The type of procedure the mynx vcd was used in was a diagnostic peripheral before kidney transplantation. Relevant tests/laboratory data included elevated clotting. The patient¿s weight was 60kg. The user was certified. A cordis 6f sheath was used in the procedure. The femoral artery vessels were healthy. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was above bifurcation according to standard procedure. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant was deployed to the proper location. During the mynxgrip closure process everything worked perfectly up until stabilizing the puncture site and holding the advancer tube. When the physician removed the advancer tube, which was easily possible, the patient was in immediate pain. The patient is a 50 years old dialysis patient, who had a blood pressure of 180 at the time of the procedure. The mynxgrip was stored as stated in the IFU and did not exceed 25degrees. The package was not damaged. The sheath was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hematomas are a common procedural complication and is listed in catheter sheath introducers (csi) instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure (180 mmhg systolic), adequate sheath removal technique, and proper placement of the vascular closure device (vcd). Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient factors and/or pharmacological factors are likely. The complaint reported could not be confirmed without return of the device or procedural images, and no determination of the exact of the event could be made. According to the product¿s instruction for use, which is not intended as a mitigation, ¿thread the csi/dilator assembly over the guidewire, grasping the sheath close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel. Detach the vessel dilator from the csi by releasing the snap-fit ring at the hub. Withdraw the guidewire and dilator. To avoid damage to the csi tip, do not withdraw the dilator until the csi is in the vessel.¿ additionally, the IFU states, "possible complications include, but are not limited to: hematoma at the puncture site." Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additionally, the information available for review does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this report is related to the report submitted under manufacturing report 3004939290-2019-01129.

Event description:
After use of a 6f/7f mynxgrip and an unknown 6f cordis sheath for vascular closure, the patient was in immediate pain and a huge hematoma was developed. Manual compression was applied for an hour. Since the manual compression did not stop the bleeding, the physician called a surgeon, who then had to stop the bleeding surgically. The bleeding was stopped by stitches and the patient remained hospitalized for 3-4 days. The device was discarded. The type of procedure the mynx vcd was used in was a diagnostic peripheral before kidney transplantation. Relevant tests/laboratory data included elevated clotting. The patient¿s weight was (B)(6). The user was certified. A cordis 6f sheath was used in the procedure. The femoral artery vessels were healthy. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was above bifurcation according to standard procedure. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant was deployed to the proper location. During the mynxgrip closure process everything worked perfectly up until stabilizing the puncture site and holding the advancer tube. When the physician removed the advancer tube, which was easily possible, the patient was in immediate pain. The patient is a (B)(6) dialysis patient, who had a blood pressure of 180 at the time of the procedure. The mynxgrip was stored as stated in the IFU and did not exceed 25 degrees. The package was not damaged.